Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump stopped all insulin delivery. There was no patient involvement, as the issue occurred during initial setup of the pump and it had not yet been used on the customer. Prior to the issue occurring, the cartridge was filled out of sequence and the correct cartridge load sequence steps were not followed.